Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer had not filled the cartridge with room temperature insulin. Tandem technical support educated customer to ensure insulin is at room temperature when filling cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection of insulin was administered to resolve elevated bg. Customer continued using current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.